Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they were charging too frequently. The patient stated that in the past the charge would last a week and now it lasts two days. The patient had kept the implantable neurostimulator turned off for a while and would maintain a charge. The patient stated that it was due to the stimulation/vibration hurting her arthritic hips and that it is under control now from changing meds. Reprogramming was done as well. It was stated that the stimulation does not seem as strong as in the past, like its losing contact and where she does not feel it until she readjusts her posture. The indications for use were chronic low back pain, radiculopathy and spinal pain. If additional information is received a follow-up report will be sent.